Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
Conmed japan reported on behalf of their customer that the device, ias12-100lpi airseal 12/100mm lpi port was being used on (B)(6) 2022 during a laparoscopic total hysterectomy procedure and ¿the trocar was broken during laparoscopic hysterectomy. It is unknown under what circumstances the trocar broke. Fragments was not left in the body. Fragments were retrieved with forceps, and the operation was completed with no delays or health hazards. The trocar has already been disposed of by the hospital¿. There was no impact or injury for the patient or user. The procedure was completed with an alternate same device. Further assessment found there was no medical/surgical intervention or prolonged hospitalization reported. There was no delay to the procedure. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The device will not be returned for evaluation and no photographic evidence was provided therefore the reported event cannot be verified. A 2 year lot history review cannot be conducted as a lot number was not provided. A device history record review cannot be conducted as a lot number was not provided. A two-year review of complaint history revealed there has been a total of 44 reports, regarding 47 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be 0.00005. Per the instructions for use, the user is advised the following: use extreme caution during airseal access port insertion. Improper use of this product can result in life-threatening injury to internal organs and vessels. Ensure that adequate pneumoperitoneum or pneumorectum is established. Ensure that the patient is properly positioned so that organs are away from the penetration site. Direct the airseal access port¿s tip away from significant vessels and organs. Do not use excessive downward force. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
Conmed japan reported on behalf of their customer that the device, ias12-100lpi airseal 12/100mm lpi port was being used on (B)(6) 2022 during a laparoscopic total hysterectomy procedure and ¿the trocar was broken during laparoscopic hysterectomy. It is unknown under what circumstances the trocar broke. Fragments was not left in the body. Fragments were retrieved with forceps, and the operation was completed with no delays or health hazards. The trocar has already been disposed of by the hospital¿. There was no impact or injury for the patient or user. The procedure was completed with an alternate same device. Further assessment found there was no medical/surgical intervention or prolonged hospitalization reported. There was no delay to the procedure. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.